Event description:
After medical review of follow-up received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 from a physician via sales representative - local reference (B)(4). This case involves a (B)(6) female pt who received multiple treatments with subcutaneous poly-l-lactic acid (sculptra) for skin depression. She received two vials on (B)(6) 2010, two vials on (B)(6) 2011 and one vial on (B)(6) 2011 (batch number a0037 for all vials) in the regions of temple, jaw protrusion line and nasal area. On (B)(6) 2012, 43 days after the last poly-l-lactic acid treatment, the pt presented to the physician with red hard areas at the injection sites (temple and jaw line). She reported that she had eaten some "pasta dish" that she was allergic to just prior to her visit to the physician's office which caused the redness and swelling of face. As corrective treatment, the physician injected 5-fluorouracil and triamcinolone acetonide (kenalog) into the affected areas. The pt was also given clarithromycin (biaxin) and ciprofloxacin (cipro). On (B)(6) 2012, the pt was improving and continuing with the treatment. On (B)(6) 2012, the pt reported a slight "flare up" on other areas and the physician injected 5-fluorouracil and triamcinolone acetonide into those areas. The reporter indicated that she had no contact with the pt and "this usually means things are okay". No relevant medical history or concomitant medications were provided. Corrective treatment: 5-fluorouracil, triamcinolone acetonide, clarithromycin, ciprofloxacin. Action taken: unknown. Outcome: recovering. A pharmaceutical technical complaint (ptc) has been initiated. Global ptc number (B)(4). Additional information received on (B)(4) 2012 from an associate in physician office: case upgraded to serious upon evaluation of the follow up information. Pt demographics, poly-l-lactic acid treatment dates, areas and indications, event details and corrective treatment added. Event outcome updated from unknown to recovering. Global ptc number amended.